Manufacturer narrative:
Additional information received on 21 august 2017 and includes: the surgeon revised the insert as planned. The patella was not revised. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 11 july 2017. (B)(4).

Event description:
The patient came in complaining of pain and instability. The cause of the pain and instability is unknown. The surgeon plans to revise the poly and possible revision of the patella. The revision is scheduled for (B)(6) 2017.